Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure for 5 seconds, the balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. At 12mm from the tip of the device, there was a partial circumferential tear. At 3mm from the tip of the device, for a length of 8mm, there was a longitudinal tear. Product analysis confirmed the reported event, as the balloon was found to have a longitudinal and partial circumferential tear.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure for 5 seconds, the balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.